Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised their device stopped giving insulin and they no longer want to use reservoir and quick sets. Troubleshooting for the no delivery alarm was performed. Customer advised the tubing is bent. Customer was advised to avoid bending the tubing as it may contribute to a no delivery alarm. Customer was advised that the infusion sets and reservoir would be replaced. Customer advised they will send back the products for further analysis.